Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an esophagectomy, an error 5 occurred soon. Although the device was reset, the event continued. The blade was broken off when a clinical engineer checked the device. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip broke off and returned. During functional testing on a generator the device gave an error code 5. The device will stop activating, and emit a solid tone or display an error code 5 on the generator display when the blade becomes damaged. A break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code.